Event description:
Note: the date of event is unknown. Note: no patient involvement. It was reported to boston scientific corporation on march 25, 2009, that a microvasive rx locking device & biopsy cap system was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, during preparation, the filter passed through the cap and into the scope. The filter was removed from the scope and another microvasive rx locking device & biopsy cap system was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).